Event description:
During a patient use event, the customer is reporting the device gave the "apply pads" message. The pads were replaced and the device functioned as expected. The patient survived this incident.